Event description:
It was reported that this device recorded a code 1003, which states that the voltage is too low for projected remaining capacity. Device replacement was recommended. This device remains implanted. No adverse patient effects were reported.

Event description:
It was reported that this device recorded a code 1003, which states that the voltage is too low for projected remaining capacity. Device replacement was recommended. The device was explanted and retuned. No additional adverse patient effects were reported.